Event description:
During a monthly inspection, it was reported that the device had no audio output when the lid was opened. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported no audio output failure. Physio determined the cause for the malfunction to be an electrically open speaker assembly. A replacement device was provided to the customer.